Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient¿s battery was in overdischarge. The patient stated that her device worked for 6 months, and then they quit charging it. The patient noted they were given instructions to jump start their device, but was never able to get it started. It was mentioned that the patient had some pinching pain at the implantable neurostimulator (ins) pocket site. The patient declined any further troubleshooting. The patient is having the device explanted on (B)(6) 2016. The patient was implanted for spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.